Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure not detected during our testing. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm during a basal. Customer's blood glucose was 131 mg/dl. The customer also reported a motor position encoder error alarm was present in the alarm history. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.